Manufacturer narrative:
Patient weight not available from the site. UDI is not available at the time of filing. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Device manufacturing date is not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used post-operatively of a sacroiliac and thoracolumbar procedure. It was reported that when attempting to take a post-op spin in their case, the exam would not transfer. The surgeon was able to review the images on the mobile view station (mvs) and the site did not need them to further navigate. The post-op spin had a nav tag on it. It was noted that the system had been re-booted multiple times with no resolution. Different network cables had been tried and the network configurations were confirmed to be correct. The navigation system was re-booted again with a new network cable and then the mvs could ping the system, but still would not transfer over the navigated spin. They attempted to push the spin to the navigation system as a digital intercommunication of medicine (dicom) store server, but a failed message showed on the mvs. Another navigation system was brought into the hall and verification was successful and images could be pushed over as CT images without issue. The site tried to connect the previous navigation system again and then it was confirmed that some of the images did come over and were in the patient list for a CT spine procedure. The technical services (ts) requested the site to take a new spin to confirm if it will auto-transfer the images, but it was not successful. It was noted through additional troubleshooting found that the issue was related to an ethernet cable. There was no delay to the procedure and no impact on patient outcome.